Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, in a moderately calcified lesion in the circumflex artery, the balloon ruptured upon inflation. A proximal dissection occurred and was treated with another multi-link stent. The pt was stable post procedure.

Manufacturer narrative:
The following info from section f was completed by the MFR. Evaluation summary follow-up #1: quality assurance analysis of the returned device revealed the delivery system was returned without the sent. The c-flex was torn. A rupture was noted in balloon. Scratches were noted around the rupture location. Quality engineering concluded that the damage evidenced by the balloon and c-flex damage appears to have been caused by calcium abrasion. The pre-dilatation strategy is unknown. Review of the report indicated the lesion was moderately calcified. Quality engineering has determined that no corrective action is warranted at this time, as there is no direct evidence that the matter is related to stent delivery system quality. A review of the device mfg records did not reveal any non-conformities. As part of our mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally inspected. This MDR is considered closed by the quality assurance department.